Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment for the peritonitis were not reported. On an unreported date, in the same month as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.